Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had moisture damage to the electronics, motor and battery tube assembly. The displacement test could not be performed due to the moisture damage. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
Customer's wife reported that the customer jumped into a swimming pool while wearing the insulin pump. Customer's wife stated that they replaced the insulin pump's batteries, received a battery out limit, and were able to get a response from the act button. Blood glucose level was 55 mg/dl at the time of the call. No further information was provided.